Event description:
End-user reported to cvs she got a scrape on her arm and it got infected. She reported to aso's claims investigator that the bandage took some skin off her leg when she wore the device.

Manufacturer narrative:
The end-user initially returned johnson and johnson product for testing. When we told her this was not our product, she sent a different product that we manufacture to test. The end-user did not confirm whether or not medical treatment was required. Multiple attempts were made to obtain more information. This report is being filed resulting from an FDA inspection at the manufacturer on 10/1-5/2012 where the manufacturer was cited for failure to make multiple attempts to obtain information for MDR decisions.